Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. Additionally the alleged battery not charging issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery was depleting quickly. Additionally, the battery was not charging which resulted in the pump battery fully depleting and the pump shutting off. The customer¿s blood glucose was 186(mg/dl). Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.